Event description:
We received a brand new device from (B)(4). The unit was charging before being sent out with a patient. The unit made a loud noise, smoke was smelled and the unit was hot to touch. Once unplugged and investigated, we found the battery pack for the camera exploded and burned up. The unit was never put into service. After contacting (B)(4) they said this is the third time this has happened. We do not feel safe sending these systems home with patients, or even using them in the hospital. The system has been sent back to (B)(4) on (B)(6) 2017 for investigation.